Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that one day after this right ventricular (rv) lead was implanted, measurements could not be visualized in the stored data. Technical services (ts) was consulted, and it was noted that there was no successful right ventricular automatic threshold (rvat) test stored in the logbook and that it was in suspension. High out-of-range pace impedance measurements, which resulted in an automatic safety switch from bipolar to unipolar configuration and low amplitude, were observed. Ts discussed that this was likely due to a lead dislodgement. No adverse patient effects were reported. This lead remains in service. Additional information was received that a dislodgement could not be confirmed; however, a revision procedure was performed, and the lead was repositioned to a better position. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that one day after this right ventricular (rv) lead was implanted, measurements could not be visualized in the stored data. Technical services (ts) was consulted, and it was noted that there was no successful right ventricular automatic threshold (rvat) test stored in the logbook and that it was in suspension. High out-of-range pace impedance measurements, which resulted in an automatic safety switch from bipolar to unipolar configuration and low amplitude, were observed. Ts discussed that this was likely due to a lead dislodgement. No adverse patient effects were reported. This lead remains in service.